Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device evaluation was included in the initial MDR 8010047-2020-09900. Based on the results of the investigation, and since nearly six years have passed since the subject device was manufactured, the event likely occurred because of aging deterioration to either the power supply board or control board.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device was automatically turned off after a few minute from short usage. Olympus thailand checked the subject device and found that the subject device was automatically turned off during test a few minute. There was no report of patient injury associated with the event.